Event description:
A customer stated that she tested her blood glucose using her contour meter and received a reading of 24.0 mmol/l (432 mg/dl). She retested using her elite meter and received a reading of 9.0 mmol/l (162 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer stated that she took insulin based on the contour reading. She became hypoglycemic and alleged that she almost passed out. It was not known if the customer received treatment. The meter and test strips are to be returned for eval. Replacement products were sent to the customer.